Event description:
The reporter said that the pt was to receive continuous feeding at 60 ml/hr. "Priming" showed on the display, however, no fluids were infusing. At the end of 10 hours, 275 ml remained in the feeding container (300 mls hung) and 25 ml had been delivered. Per the reporter, the pt developed hypoglycemia was given dextrose.

Manufacturer narrative:
Prime cycle malfunction. Ross standard procedure includes attempting to obtain all required info from the source.